Event description:
A review of service data detected a reportable event. During servicing, charger/modem sn (B)(4) was experiencing resets. The last pt to use this charger/modem did not report any problems.

Manufacturer narrative:
Device eval summary: device eval of charger/modem sn (B)(4) has been completed. Upon investigation the charger/modem was experiencing resets due to a defective pxa chip (u104). The root cause for the defective u104 component could not be positively identified. The failure rate for u104 is well being the predicted failure rate. No adverse event occurred due to the defective u104 component. The last pt to use this charger/modem did not report any problems.